Manufacturer narrative:
The technician isolated the issue to a leaking head hi/low valve. He replaced the valve to repair the bed.

Event description:
The customer alleged the bed drifts into trendelenburg.